Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited noise oversensing and low pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was stable.